Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the medtronic representative that the patients previously working remote monitor would no longer transmit data. It was also reported that the power was connected and the power light was on but the monitor did not respond by pressing the start/stop button. Return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.